Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient implanted with this implantable cardioverter defibrillator (ICD) passed away. A patient advocate called to report the death and stated the cause of death (listed from the death certificate) was gastrointestinal bleeding, chronic anti-coagulation therapy, end-stage renal disease, calciphylaxis and peripheral vascular disease. The advocate also reported that the death certificate had also documented that the death was a consequence of a mechanical heart valve. The advocate then started to discuss that the patient had a problem with one of the leads (didn't specify which lead), stating it had moved up closer to his shoulder. She stated the patient was unable to have the lead revised due to their health condition and being on coumadin, with concern of bleeding. She then explained that the patient was to have a shoulder operation (not of recent), but couldn't because the lead had moved up close to the shoulder. The advocate lastly reported that the patient had developed a septic ulcer and was bleeding and had to have a blood transfusion most recently. It is unknown if the products were explanted post-mortem.